Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell. The home patient (hp) called in due to a system error 2367, so the baxter technical services representative (tsr) reviewed the alarm log and found a system error 2240. The patient was connected at the time of the alarm. The lines had been properly primed and there were no patient extension lines in use. All of the bags were properly connected. The hp had not disconnected. The supplies had not been damaged by an outlet port clamp or assist device. The hp had two bags connected. The final line clamp was left open. Proper procedures were reviewed. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. There was no reported device malfunction therefore no further investigation will be performed.